Manufacturer narrative:
A review of the pump history file showed that pump started on (B)(6) 2011 08:02 start pump: 0.0 ml. Two boluses were requested and given before pump completely stopped on (B)(6) 2011 10:31 stop pump: 2.0 ml. Several attempts were made to modify this program without letting pump run after pump stopped. "Resume option" was chosen instead of "report rx option" during these modifications, therefore, screen showed the continue info of this program, which was (B)(6) 2011 13:59 start pump: 2.0 ml. User error. No overdelivery. Testing of the pump indicates it was below volumetric accuracy test parameters, but still within 5% accuracy. Pump was calibrated.

Event description:
Info received indicates the pump infused 2mg when the bolus was set at 1mg. Nurse was at bedside when pt pushed the button and the display changed by 2mg. No pt injury or medical intervention.